Manufacturer narrative:
The check of the manufacturing chart of the lot # involved (201505795) did not show any anomaly on the 148 instruments manufactured with this lot #. No other complaint was received on this lot #. We did not receive the broken instrument, therefore a deeper analysis is not possible. It's possible that an improper action by the surgeon caused unexpected stresses on the drill bit and consequently its intra-op breakage when drilling the bone. We are aware of 3 intra-op breakages of a long helix drill (model # 9084.20.086 and 3 different lot #), on (B)(4) drills manufactured with this model #. In june 2015 limacorporate had introduced the following corrective actions to reduce the risk of intra-op breakage of these drills: · increase of the core diameter of the drill; and · reduction of the hole diameter of the drill guide, in order to better "guide" the drill during use and decrease the flexural loads on the drill during use. The broken drill belongs to the previous version. No breakages of the improved drills have been reported. Limacorporate will keep the market monitored to promptly detect a possible recurrence of such issue. Not returned.

Event description:
The long helix drill (model # 9084.20.086, lot # 201505795) broke during a shoulder surgery performed in the us on the (B)(6) 2016. The long drill bit broke inside the glenoid and could not be retrieved. Surgery time extended of 40 minutes.